Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The iabp failed the 5 minute helium leak test. The stm removed the rescue unit from the cart and tested each separately. The rescue unit and cart passed the leak tests. The leak was detected when the two components were together. The stm charged the console and found leaks between the fill manifold and a loose connection at t he quick disconnect. The fill manifold, quick disconnect fitting as well as the helium line between the quick disconnect can the fill manifold were all replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.